Event description:
The site reported that they had a case in which they were unable to complete with our system. During registration, the screen began flickering and freezing. Then the patient sensor triplet (pst) movement error message appeared on the screen and then the pst out of the sensing volume message appeared. When the site went to the advanced screen one of the pst's was not shown on the screen. They verified that the all of the pst sensors were still firmly attached to the patient. They verified that there wasn't anything metal in the sensing volume or near that pst sensor that had disappeared. Next they tried swapping for the backup pst's but they were undetected by the system, the status lights remaining black when connected. At this point the superdimension portion of the case was cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
Two components of the system, the patient sensor triplets (pst), were sent to the site as replacements. The pst cables were returned for analysis. The analysis confirmed that both of the components were faulty. One pst (1st) was out of calibration, the second pst had an open circuit. As a precaution, the location subsystem was replaced in a service call on (B)(6)-2011. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.